Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the single bipolar footpedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that errors c-84, m-10, and m-12 occurred. The customer advised that they could not resolve the issue and that they were using an external generator to continue the surgery. The customer also advised that this issue occurred when using a pencil type monopolar instrument. The intuitive tech support engineer (tse) explained the meanings of these errors, and explained that this issue could have occurred if the monopolar instrument switch or foot switch pedal was stuck. The customer stated they would check the switch/pedal after the surgery was completed. The customer placed a second call to the tse to report that error m-12 occurred after restarting the erbe, with no bipolar nor monopolar connection. The tse advised to restart the erbe after disconnecting the foot switch cable. There were no reports of patient injury. Intuitive followed up with the customer and was advised that the system did not fault when initially powered on for the procedure.

Manufacturer narrative:
The probable root cause is attributed to a faulty single bipolar foot pedal. This issue can be resolved by replacing the foot pedal.

Event description:
Refer to h11 for follow-up information.